Event description:
It was reported that a cartridge change error occurred and it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer did not indicate how bg level was treated. The customer reloaded the cartridge to resolve the cartridge change error. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.